Event description:
The customer reported that the display on the heartstart xl was not switching on. There was no reported patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.